Manufacturer narrative:
.

Event description:
It was reported that the atrial lead exhibited noise. The noise was not reproducible. The lead remained implanted and the patient was in good condition following the event.